Manufacturer narrative:
On june 12, 2025, mentor became aware that the baker grade for the left side capsular contracture was IV. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Left catalog/lot: 3503751bc / (B)(6). Manufacturing date: jan/25/2017. Expiration date: jan/24/2022. D4 UDI number: (B)(4). Right catalog/lot: 3504001bc / (B)(6). Manufacturing date: sep/29/2016. Expiration date: sep/23/2021. D4 UDI number: (B)(4). Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent breast surgery with unknown size unknown gel implants smooth and experienced unknown side breast implant rupture, and capsular contracture, baker grade unknown. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Implant information for both sides: left catalog number 3503751bc. Left serial number (B)(6). Right catalog number 3504001bc. Right serial number (B)(6).

Manufacturer narrative:
On june 6, 2025, mentor became aware that the effected side was "left". Corresponding following fields have been updated on this form: field d1 for brand name has been updated to "mentor memorygel breast implant". Field d4 for catalog number has been updated to "3503751bc." Field d4 for lot number has been updated to "7423154." Field d4 for serial number has been updated to "(B)(6)." Field d4 for unique identifier (UDI) has been updated to "(B)(4)." Field g4 for PMA/ 510(k) has been updated to "p030053." Follow ups are in progress to find out if there was capsular contracture on right side. Date of explant is pending. Supplemental report will be submitted if any additional information is received in the future. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 27, 2025, mentor became aware that the date of surgery is (B)(6) 2025. Hence, following fields have been updated on this form: - is required intervention has been selected under section b; field b2. - fields d6b for explantation date is (B)(6) 2025. - field h6 health effect - impact code ¿device explantation¿ has been added. - field h6 type of investigation has been updated to "device not returned". Reason for device explant and/or reoperation: left capsular contracture was iii/IV. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 24, 2025, mentor became aware that the left side replacement device used on (B)(6) 2025 was catalog number 3503751bc; serial number (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 12, 2025, the mentor failure analysis lab received the device for evaluation. On august 20, 2025, device evaluation was completed as follows: mentor conducted visual inspection and leak testing of the returned device. Visual analysis of the returned device revealed that no damage or anomalies were observed on the breast implant. Leak testing was performed, in accordance with mentor procedures, and no areas of gel exposure were detected during the analysis. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture status identified by MRI evaluation includes both suspected ruptures, which are those ruptures identified by MRI but not confirmed by explantation and examination of the device, and confirmed ruptures, which are those ruptures that are confirmed by evaluation of the explanted devices. The event described could not be confirmed as the breast implant was returned without detectable gel exposure. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Regarding the reported capsular contracture condition, there are not enough details to determine the factors that may have caused this condition. Capsular contracture in the patient¿s breast might be the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Further, capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: since no malfunction was observed during the investigation. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Reason for device explant and/or reoperation: left capsular contracture was iii/IV, and rupture. Manufacturer¿s reference number: (B)(4).